Event description:
It was reported that the patient states he had a water vapor therapy procedure six years ago, and is experiencing urinary frequency. Patient states the procedure did not work for him. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient states he had a water vapor therapy procedure six years ago, and is experiencing urinary frequency. Patient states the procedure did not work for him. No further information was provided.